Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: a big chip on pink probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a missing adhesive (ke-45) around the forceps cover. There was no patient involvement.